Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Video review confirmed no system malfunctions or software defects. Multiple biopsies were performed, with some showing tool advancement outside the af circle, though the biopsy suspected of causing the pneumothorax remained within bounds. The event occurred after repeated sampling in the same region, suggesting cumulative tissue trauma rather than device error. Two alerts were observed and recovered from without issue. The physician did not attribute the pneumothorax to the galaxy system, stating it may have resulted from a sampling error during cryobiopsy. The use of a cryoprobe inherently carries a higher procedural risk, and the event is consistent with known risks of bronchoscopy and transbronchial biopsy. The complaint is reported due to the following conclusions: during a galaxy-assisted biopsy procedure, the patient developed a pneumothorax that required chest tube placement and hospital admission. No device malfunctions were identified, and investigation found repeated biopsies and cumulative tissue trauma as the most likely contributing factors. The physician does not attribute the injury to the use of the galaxy system.

Event description:
A pneumothorax was first suspected during biopsy of the third target using a cryoprobe on the fourth pass. Following sampling at that site, the procedure was stopped, the galaxy system was removed, and a chest tube was inserted. The patient was admitted for observation and discharged after a week without complications. The patient's medical history included cancer and prior radiation therapy. No malfunctions were reported.